Event description:
All three coverloc sheaths were loose and floating at the (B)(6) post-operative check-up. Surgeon revised patient removing all three displaced coverlocs and two screws that were backing out. The remaining hardware was left intact. Two non-tornier cannulated screws were implanted.

Manufacturer narrative:
Additional associated devices. Part number afpcpc (coverloc calcaneus) and part number (B)(4) (coverloc lateral talus). This is the initial report submitted regarding this surgical event and medical device.